Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that noise on the atrial lead was observed. The noise does not appear to be from an external source. Lead fracture was suspected. The lead will be monitored. Lead will be replaced at generator change-out. Patient¿s condition was stable.